Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated the reported difficult to position, premature deployment, difficult to remove, improper or incorrect procedure and torn material could not be replicated in a testing environment as these were related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from this lot. Additionally, the actuator coupler was observed to be broken and l-lock tabs were observed to be bent during the returned device analysis. The mitraclip system instructions of use states that, failure to fully close the clip arms, before insertion or retraction into the clip introducer may result in difficult or inability to advance or retract the clip, which may result in vascular and/ or cardiac injury, air embolism, and/ or the need for surgical intervention. The reported improper or incorrect procedure appears to be due to the user error of not fully closing the clip arms, before insertion or retraction into the clip introducer. The reported difficult to advance the clip delivery system (cds) and torn material appear to be due to the cascading effect of the user error of not closing the clip arms fully before insertion into the clip introducer. The observed broken actuator coupler and bent l-lock tabs appears to be due to the several troubleshooting attempts and excessive force utilized to advance the clip out of the clip introducer. Lastly, the reported premature deployment and difficult to remove/retract the clip into the ci seems to be the cascading effect of the observed actuator coupler. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the premature clip detachment, difficult removal and torn material. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip was inserted into the clip introducer (ci), and the ci was advanced into the steerable guide catheter (sgc). Strong resistance was felt when the clip was attempted to be advanced out of the ci. After several troubleshooting attempts and applying more force than usual, the clip jolted forward. The clip delivery system (cds) then moved smoothly through the sgc and was advanced into the left atrium (la). Once inside the la, the clip detached from the cds. The clip was retracted back into the sgc; however, it was not possible to retract the clip into the ci. Upon removal of the devices, it was noted that a piece of plastic was torn from the tip of the ci and lodged inside the closed clip. In the physicians opinion, it is unclear whether the clip was fully inserted into the ci before inserting it into the sgc. Two mitraclips were implanted to complete the procedure, reducing mr to 3. There was no clinically significant delay in the procedure. No additional information was provided.